Event description:
Pump malfunction: inbound call from pharmacy service representative: patient read no disposable, clamp tubing. Patient confirmed there is no kinks in tubing, but she states it could be the cassette but this has happened in the past with the same pump. Pharmacist advise pharmacy will ship out a new pump. Patient does not have a lot number since they are premix cassette. Serial number: (B)(4). Pump rate: 35 ml/24hr. Dose: 45nkm. Did the reported product fault occur while in use with the patient? Yes; did the product issue cause or contribute to patient or clinical injury? No; is the actual device available for investigation? Yes; did we replace device? Yes; did the patient have a backup device they were able to switch to? Yes. Is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.